Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting.

Event description:
It was reported that at the user facility prior to the start of a surgical procedure, foreign material was found in the sterile packaging of the hood. Another product was used during the procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.